Event description:
It was reported that a large volume intermate underinfused during infusion. The tubing maintained a collapsed shape after being chilled therefore slowing down the pump flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed an indentation on the tubing line. The indentation was from the slide clamp. The slide clamp is the device's component and is designed to clamp the tubing line when the device is not in use after being filled and primed. The reported kinked tubing was verified; however, from the photograph, it is unknown whether the indentation contributed to the underinfusion. The cause of the flow issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.